Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the left seat rail was hanging off the chair. Dealer stated the hardware that was holding seat rail in place was missing.